Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The remaining estimated longevity decreased 5.5 years to less than 3 months over the course of a year. A request was made to have data from this device analyzed. No data from this device was able to be provided for analysis at this time. This device remains in service and a revision is scheduled to be performed. No adverse patient effects were reported.